Event description:
During the atrial fibrillation procedure, it was noticed that the hemostatic valve leaked blood. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.